Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The customer reported equipment is not calibrated, and it does not perform the screen volumes. There was patient involvement, but no one was harmed.

Manufacturer narrative:
G4: 21apr2020 b4: (B)(6)2020. The manufacturer¿s field service engineer (fse) confirmed the issue. It does not perform the screen volumes, for it is plus 5 (cm) centimeters (h2o) water above the schedule issue. The fse replaced the flow sensor, and (pcba) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:22dec2020. B4:31dec2020 . The gas delivery system (gds) assembly was returned for evaluation. Visual inspection revealed the revealed no anomalies. A failure investigation (fi) technician identified a crack in the substrate in the air flow sensor for component in reference designation u1. Customer complaint verified. Root cause was physical damage to the airflow sensor in reference designation u1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.